Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw a manufacturing representative (rep) to "extend the patient's implantable neurostimulator (ins) battery life and to optimize" the patient's therapy. Since the appointment, the patient has noticed the ins charge frequency has become more frequent and the ins takes longer to charge. The patient stated the ins "used to take 2.5 hours to charge and now it takes 3-3.5 hours, and the other day took 4.5-5 hours to charge. " the patient states the issue has become increasingly worse. They charge the ins every 7 days and it used to be 50% and is now 25% when they go to charge. They were redirected to their healthcare provider (hcp) to assess the ins.